Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that sometime post port placement via the internal jugular vein, the catheter was allegedly broken. It was further reported that the distal catheter segment was allegedly migrated to the right atrium. Reportedly, the distal catheter segment was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was received. Visual, microscopic, and functional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter returned. The surface was noted to be granular in one region and smooth in the other region. The edges were noted to be uneven. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The investigation is also confirmed for the identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no evidence of the reported catheter migration was provided for review. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement via the internal jugular vein, the catheter was allegedly broken. It was further reported that the distal catheter segment was allegedly migrated to the right atrium. Reportedly, the distal catheter segment was removed. The current status of the patient is unknown.